Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2010, pt reported blood glucose of 19 mg/dl 2 weeks prior to report. Target blood glucose is 80-120 mg/dl. Pt felt nauseous and her lips were blue and numb. Husband provided orange juice and candy corn to treat hypoglycemia. Pt reported she would not have been able to treat herself without husband's assistance. Blood glucose elevated shortly after treatment. Pt did not deliver a bolus or forget to eat prior to event. She did not prime infusion set while connected. Adapter and battery cover were not being used within spec. Insulin cartridge and infusion tubing are changed every 6 days and infusion headset every 3 days. Time, date, and basal rates were programmed correctly. Infusion device was not dropped or exposed to water. Pt has a high level of stress. Pt remained on infusion device and spoke to medical professional regarding adjustment of general parameters. No product was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.